Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 3 of 4. The home patient (hp) had reconnected after the alarm occurred. The technical service representative (tsr) assisted the hp to clear the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the disconnection and alarm, the hp explained that he had intentionally disconnected to do something, and when he returned the hc machine was alarming, and he had mistakenly reconnected with the same supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp verified that there were no defects noticed on the supplies. The hp did not know the lot number. The hp stated that he is doing fine and continuing therapy. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an unknown message. The customer service representative (csr) noted the patient is partially blind. The patient stated she saw letters on the subject meter, however, could not tell what the message was indicating due to her vision problem. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient does not recall the date/time when the alleged issue began. The patient indicated she manages her diabetes with insulin (self adjuster); patient's testing frequency is not known. In response to the alleged meter issue, the patient indicated that on (B)(6) 2010 (at 8am) she decreased her lantus insulin and administered 30 units; patient's usual dosage is not specified. According to the csr's documentation, as a result of the alleged issue, the patient claimed she developed symptoms of "too much warmth and thirst" (date/time not known). The patient denied she received treatment after the alleged issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient explained that he had intentionally disconnected to do something, and when he returned the homechoice machine was alarming. A batch review was not performed because the lot number of the cassette was unknown. A labeling review of the homechoice apd systems patient at-home guide was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).